Manufacturer narrative:
Continuation of d10: product ID: a820, serial# unknown, product type: software. Product ID: hh9020tdd, serial# unknown. Product ID: tm90t0, serial#: (B)(6), product type: accessory. Section d information references the main component of the system. Other relevant device(s) are: product ID: a820, serial/lot #: unknown. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a consumer regarding a patient receiving an unknown drug via an implantable pump. Boluses per day: was 5 or 6, now it is 2 per day. The indication for use was spinal pain indications. The patient reported that there was a problem with the communicator when they try to give a bolus. The patient stated it says searching then says 0% and does not move. The agent understood this as a lag issue. The agent did not ask for the event date or serial number of the handset as agent was trying to keep the patient focused on troubleshooting. The agent walked the patient through clearing data on the handset, and the patient was then able to connect to their pump without any issue and the patient stated it was working now. The patient also saw communicator low battery message. The patient would monitor lag issue and call back if further assistance is needed.